Manufacturer narrative:
Based on the information provided, at this time no conclusion can be made as to what might have contributed to the reported post operative complication. The device in question was discarded by the user facility following explant and is therefore not available for evaluation. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Additional information was requested to clarify the events, however no additional information has been provided. The IFU for the crurasoft patch states that "nonabsorbable monofilament sutures are recommended to secure the prosthesis in place. A minimum 4mm bite should be used. Suture size and spacing should be determined by surgeon preference." If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol. On (B)(6) 2016 the patient was implanted with a bard crurasoft patch for the treatment of gerd, which was due to an injury sustained in a car accident which caused a defect in the diaphragm and the protrusion of the stomach into the pleural cavity. As reported mechanical non-absorbable fasteners and absorbable suture were used to fixate the patch. On (B)(6) 2016 the patient was admitted to the hospital complaining of esophageal obstruction and weight loss about 25 kg. Diagnostic endoscopy showed prolapse of the implant into the esophagus. The patch was explanted and a tissue to tissue repair with antibiotic therapy was performed. The patient has been discharged from the hospital.

Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol's MDR files. Corrected: adverse event.